Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported they had an error message: "loudspeaker alarm". Every two minutes, the alarm is issued. The device was in clinical use at the time the issue was discovered; there was no allegation of an adverse event or any patient or user harm.